Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) noted atrial fibrillation (afib) and a left bundle branch block (lbbb). Electrical cardioversion successfully treated the afib. The lbbb was being monitored via rhythm recorder but no treatment was reported. No adverse patient effects were reported. Additional information was reported that following the implant of the valve, echocardiography showed mild paravalvular leak (pvl). No treatment was reported for the pvl. The lbbb was reported as not resolved. No adverse patient effects were reported. Additional information was reported that the lbbb was first identified during the implant of the valve. No adverse patient effects were reported. Additional information was received that approximately seven years after the valve implant, a transthoracic echocardiogram (tte) was performedand revealed moderate pvl and an ejection fraction of 30%. It was noted that on the prior tte performed approximately ten months prior, the ejection fraction was 56% and pvl was mild. Per the physician, the decreased ejection fraction was possibly related to the valve.